Manufacturer narrative:
This is the same event as 3010536692-2016-00563.

Event description:
Allegedly, patient suffering from mom complications. Additional information received (B)(6) 2016. Allegedly the patient was revised due to the following mom complications: severe pain; pseudotumor ions are elevates and systematic symptoms. (Right)